Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. After removing the dried body fluid, the helix mechanism was fully functional. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Mutliple cuts in the insulation were also noted with 1 penetrating the insulation. These cuts were determined to be the result of damage induced during the procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Attempts were made to reposition the lead but were unsuccessful. The lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.